Event description:
A malfunction alarm, identified by the code "malf 9," was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue arises again.